Manufacturer narrative:
Batch review performed on 28 october 2021. Lot 1901313: (B)(4) items manufactured and released on 03-june-2019. Expiration date: 2024-may-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event [emdr 2021-00357].

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 year and 11 months, the surgeon performed a washout and revised the poly and the surgery was completed successfully.